Manufacturer narrative:
Additional information: h10. Corrected information: d1-7 now unknown. Additional information was received indicating that the originally reported model and serial number were not correct. The correct model and serial number are unknown. Additional information was requested but was not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.